Event description:
It was reported the customer's blood glucose was unstable. The customer's mother stated their blood glucose reached a high of 600 mg/dl. It was also reported the customer's blood glucose declined to 60 mg/dl during the night. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.